Manufacturer narrative:
A haemonetics field service engineer evaluated the equipment used during the donation. Device was tested and no problem was found. All other parameters verified. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Based on this description the device is evaluated with no defect. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor event was related to the device or disposables used during the plasmapheresis procedure.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. Customer made haemonetics aware that a 26-year-old male expired on (B)(6) 2024 from an unknown cause at his home sometime after leaving a successful donation. The donation began at 8:30 am on (B)(6) 2024 following a successful venipuncture in the left arm. No apheresis complications or donor adverse events were noted during or after the donation. The donor center learned of the donor's death on (B)(6) 2024 when the (B)(6) medical examiner's office contacted the donor center to request records. No other information was provided by the medical examiner's office. The customer has no information from the attending physician, surgeon hospital representative or healthcare professional.